Event description:
A multicenter retrospective analysis of 847 pts receiving adon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary light l4-l5 spinal root decompression. On event date, the pt presented with back and leg pain. The investigator noted the event as severe in intensity. Action taken was pt had reoperation in 1999 for a lumbar fusion with pedical instrumentation. The event resolved with treatment in 4/1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as unknown.